Event description:
It was reported that the patient presented in-clinic after receiving two vibratory alert notifications. Upon interrogation, the device was found in backup vvi mode with no hv therapy available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.